Event description:
It was reported that during the beginning of the surgical procedure, when the first instruments were inserted into the system, the customer experienced a nonrecoverable 21008 system fault. Although the patient port incisions were already made, no patient harm was reported and the planned surgical procedure was cancelled and rescheduled for a later date.

Manufacturer narrative:
Fourty seven - the investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering discovered two pulley cables had dislodged, thus generating the system errors experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of august 24, 2006, there have been no reported recurrences of the issue at this hospital.